Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer reported that the insulin appeared to be gelled. The customer¿s blood glucose (bg) level was 300 to low 400s mg/dl. After changing the supplies, the customer would deliver a bolus via the pump to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
Device testing for the reported occlusion could not be performed due to usb pin damage.